Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: see scanned table. Pt reported lower than expected results for her past few inratio tests.